Manufacturer narrative:
Upon receipt of the return tissue expander to pmt, an investigation. While under magnification, one edge appeared to be slightly angled, while both edges appeared to be jagged. This type of product damaged has been witnessed by pmt engineering if the tissue expander silicone shell's tear strength has been compromised by a sharp instrument or object. Based on the type of product damage, it appears a sharp object may have accidentally punctured or nicked the tissue expander's silicone shell, leading to the product leakage.

Event description:
Narrative from doctor reporting the event: "I was able to recheck the defective expander and the hole is in the body of the expander itself and not along the tubing, port or connectors. It is like I thought before along the superior aspect of the crescent along the curve."